Manufacturer narrative:
On november 23, 2020, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, local reaction, breast pain. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast reconstruction revision with two 685cc mentor memoryshape breast implants, suffered bilateral capsular contractures; baker grade iii, an implant rotation and pain. The complications were diagnosed via physical examination. In addition, the patient also suffered from right breast nipple discharge, right breast soreness and left breast implant that feels flipped and also has soreness. The breast were also described to have changed shape over time. As a result, the patient was scheduled for bilateral implant explantation surgery on (B)(6) 2020. This medwatch form is for the right breast prosthesis.